Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. Approximately on (B)(6)2023, the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. The patient experienced hypoglycemia with loss of consciousness, fell on the balcony and broke the ribs, nose, hit his face with the window and injured his lip. Although the cgm was reported inaccurate, there were no bg nor cgm values reported during the entire event. Although the patient experienced injuries he did not seek any medical attention and declined to provide any further information about the event. There was no treatment documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.